Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion. Leak test was performed and found openings on posterior and anterior side. A microscopic analysis was performed which identified a smooth crease opening on the anterior and a striated opening in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the anterior due to a fold flaw opening. A striated edge opening on the posterior side due to surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.